Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, lens cracked. Lens was cracked maybe from the injector. Subsequently the lens was removed during initial procedure. Additional information received stating that tech does not always fill the cartridge up with ophthalmic viscosurgical devices (ovd) and other tech had no issues. So, hope was a stress test will confirm this as the issue.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of damaged lens by injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.